Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 03, 2016. (B)(4).

Event description:
It was reported during the first home health visit the patient reported that the wound was leaking heavily. Upon evaluation the home health nurse found large blisters at edges of the aquacel surgical dressing with the inner aspect blister that had burst which was the source of drainage. Home health nurse contacted the orthopaedic resident who instructed her to leave the dressing in place until ordered day 5 post operation. Home health nurse returned (B)(6) 2016 and removed the dressing. The surgical incision remained intact without issues. At the surgical follow up appointment on (B)(6) 2016 the area was fully healed. Patient had no previous knowledge of sensitivity to adhesive and no complaints of itching at sites.